Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Bilateral patient. Litigation papers allege that patient has experienced severe hip pain and limited mobility, in addition to elevated metal ion levels. Doi: (B)(6) 2004 - dor: none reported (right hip); doi: (B)(6) 2004 - dor: (B)(6) 2005 (left hip); patient is a resident of (B)(6). Update: (B)(4) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised on the left side for an infection. The date the implants were removed for the infection are unknown. Re-implantation was on (B)(6) 2005. Records are available for further review. Patient demographics added. Update rec'd (B)(4) 2012 - pfs and medical records received. After review of the medical records they confirmed an infection of the left hip. The head and liner have already been reported, so the cup, stem, and hole eliminator are being added due to the confirmed infection. The date is still unknown of when the infected implants were removed. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.